Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information received indicated that there was a lead fracture associated with this lead. The device was already programmed unipolar due to rising impedance measurements in clinic according to the physician. The lead was tested lead thru the psa it was clear that there was lead fracture. Subsequently this lead was surgically abandoned, and new lead was successfully implanted.